Event description:
During an ercp procedure, the physician used a cook endoscopy oasis-one action stent introduction system. The stent was placed successfully. During removal of the guiding catheter from the stent, the physician encountered resistance. The pushing catheter of the introduction system buckled due to the resistance. The introduction system was successfully removed without dislodging the stent. No foreign objects had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. There were no adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. If excessive pressure was applied to the introduction system, perhaps in response to resistance in removal from the stent, this could have caused buckling of the pushing catheter, as described in the report. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.